Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that customer encountered recoverable 23062 errors related to the right-hand control on the console. The error persisted despite attempts to recover from it. The tse guided the staff through a hard power cycle of the console and instructed them to exercise the master tool manipulator (mtm) right through various ranges of motion, but the error remained unresolved. The tse advised field service engineer (fse) would need to visit the site to replace the mtmr. Subsequently, the staff located another console in storage, which was at the same software level, and the tse suggested swapping the consoles. The procedure was aborted to another dv system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint and performed the failure analysis. During failure analysis, a visual inspection was performed and found unit to have no external damages. The mtm was placed on in-house system and failed. Error code 23062 was triggered, replicated and confirmed field error. The mtm was then placed on surgeon console fixture test platform (sftp) to perform fitness tests and 1-hour sine cycle. The mtm failed with error code 23062. Due to the failure, continuation of the test was not possible. After investigations, failure analysis found the root cause to be due to a bad axis 6 gearbox motor and slip ring.